Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 600 mg/dl. The customer's current blood glucose 150 mg/dl,185 mg/dl. The customer did experienced the symptoms such as nausea,abdominal pain. The customer was treated by bolus with pump and manual injection. Troubleshooting was done for high blood glucose and under delivery. The customer was wearing the insulin pump during the hospitalization. Based on customer report customer did not allege insulin pump was under delivering. Customer also reported that insulin pump had hardware low level failure alarm but issue was resolved. The insulin pump will not be returned for analysis.